Event description:
(B) (4). Initial report: this serious case from (B) (6) was reported by a physician via company medical advisor to our local affiliate ((B) (4)). Initial and add'l info received on (B) (6) 2008 and (B) (6) 2008, respectively and were processed together. This case involves a female physician, who administered poly-l-lactic acid (sculptra) on (B) (6) 2008. No relevant medical history or concomitant medications were reported. The physician administered poly-l-lactic acid (sculptra) and the needle obdurated, embolus knocked out so poly-l-lactic acid crystals spat into her eyes. She went to the emergency room after taking out several crystals. Dexamethason 1 mg eye drops (every 8 hours) and hyaluronic (aquarel) eye drops treatment was started. Surgery may be required according to her ophthalmologist due to several crystals are still embedding in palpebral conjunctivae (3 and 4 respectively). Poly-l-lactic acid dilution: 1:6. It was reported that the pt also experienced granulomas (nos). Events are ongoing. Reporter's causality: probable. Add'l info received on (B) (6) 2008: a pharmaceutical technical complaint (ptc) has been issued. Global # (B) (4).